Event description:
Information was received that the patient had an infection. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Additional data: b5, h10. Corrected data: h6 (health effect - impact code).

Event description:
Additional information was received that the infection was superficial and was not device related.

Manufacturer narrative:
Additional data: b5, h6, h10 a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.